Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) regarding a patient who had an implantable neurostimulator (ins). It was reported the patient's interstim device stopped working about a month ago. Patient had a replacement done. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. They stated the battery ran out and the patient was given the icon that the ins was depleted. The patient underwent an uneventful ins replacement. No further patient complications were reported as a result of this event.